Event description:
End-user reported pink skin with peeling at the left lower quadrant under the tape border.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It is reported that skin care includes the use of an unknown soap, and (B)(4) skin protectant barrier. End-user was provided instructions in proper skin care, and was advised by convatec's (B)(4) to treat the affected site with stomahesive powder and sensicare skin protectant barrier wipe. It was also suggested to cut off tape border, and to try a product without tape border (esteem 1pc drainable pouch with (B)(4) cut-to-fit skin barrier and (B)(4) tail closure). It is also reported that end-user has not seen a health care provider; therefore, it was suggested to contact a health care provide if issue persists. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.